Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated that they had corrected it. Customer had a blue shield that was in the 40 mg/dl and now it was a 56mg/dl. Customer's blood glucose value at the time of incident was 98mg/dl and sensor glucose value 59mg/dl. Customer was advised to treat per doctor's instructions. Insulin pump will not be returned for analysis.